Manufacturer narrative:
The lens was returned to b+l. Visual inspection found lens in two pieces, portion of both plates damaged (missing), and portion of optic missing. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7550419) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that 2+ posterior capsule opacification and lens vaulting (z-syndrome) were noted approximately 3 months post implant. The patient reported gradual blurry vision. The lens was subsequently explanted ans replaced with a different model lens. The patient's current prognosis is reported as "guarded". This report pertains to the patient's right eye.